Event description:
It was reported that the packaging did not open properly resulting in the product becoming contaminated. The procedure was completed successfully using a different unit. Surgical delay less than 5 minutes.